Manufacturer narrative:
17-feb-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush falls out into mouth - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b toothbrush head fell out of the oral-b toothbrush into their mouth while brushing. No injury was reported. 28-dec-2022 case update: the suspect product was oral-b power battery toothbrush handle 4732. No injury was reported. 28-dec-2022 case update: the concomitant product was oral-b power power oral care refills cross action power. No injury was reported. 23-jan-2023 case update from information initially received on 28-dec-2022: the suspect product lot was 433. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush falls out into mouth - oral-b [device breakage] case narrative: consumer via chat stated that the oral-b toothbrush head fell out of the oral-b toothbrush into their mouth while brushing. No injury was reported.